Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to component failure (faulty parts), which is normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the trigger of the battery handpiece/modular device was fractured and broken. It was determined that the device had a lid leak tightness test failure, the housing was deformed/bent; and the locking mechanism was stiff/stuck. It was observed that the device was leaking and the tool coupling was defective. It was further determined that the device failed pretest for marking and labeling, check falling out protection (steal ring), check for roundness, check proper function of the triggers, check for leakage, check the attachment coupling, check fitting of the lids, and general condition. It was noted in the service order that the trigger was broken. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.